Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center discarded all product at the time of explant. No benchtop analysis is possible to root cause. The patient had known peripheral arterial disease which may have contributed to the sluggish flow and ischemia concerns. The failure mode will be monitored and trended. Of note the IFU states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical team had an impella cp supporting a percutaneous coronary angioplasty (pci) patient. The patient had known peripheral arterial disease (pad) but, had the femoral placement of the patient's impella despite the known disease. The team performed a groin shot after the pci and noted sluggish flow down the limb. The team prematurely removed the pump due to the limb ischemia. The team placed a contralateral leg accessed balloon pump (iabp) to continue support for the patient.